Event description:
The hospital biomedical technician reported the ventilator would not power on via ac power. The customer reported the unit was not in use on a patient, therefore there was no patient harm or involvement. The biomedical technician replaced the power supply to address the reported problem. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.